Event description:
The patient experienced pain at the deep brain stimulator pockets traveling up to the extension and lead to the burr hole site. The patient had a history of infection at the pocket, treated with antibiotics (see mfg. Report# 3004209178-2009-01727). The patient was confirmed to be allergic to silicone. Out of range impedances were noted in the left system on electrode combinations 0-2, 0-3 , and 1-3. No out of range impedances were noted on the right lead. Two custom polyurethane extensions were being prepared for the patient. Please see MFR. Report # 3004209178-2009-01728. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.